Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t start. Review of the system log file showed ¿flex vision pc¿ malfunction. Upon further inspection the problem occurred due to a grabber card failure. Fse replaced the flexvision cpu and hard disk. After replacing the flexvision cpu and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the hard disk. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.